Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), blood loss anaemia ('anemia'), genital haemorrhage ('general abnormal bleed') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache"). The patient was treated with surgery (hyst. (Full),salping. (Bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, nausea, urinary tract infection, vaginal infection, vaginal discharge, fatigue, migraine and headache outcome was unknown and the blood loss anaemia, genital haemorrhage, menorrhagia, metrorrhagia, dysmenorrhoea, pelvic pain, abdominal pain, back pain, female sexual dysfunction and dyspareunia had resolved. The reporter considered abdominal pain, back pain, blood loss anaemia, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: patient received treatment for events ¿pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, gen. Abnorm. Bleed , fallopian tube perforation, uti, vag. Infect., vag. Discharge, fatigue, migraines, headaches, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new events abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), apareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, gen. Abnorm. Bleed , fallopian tube perforation, uti, vag. Infect., vag. Discharge, fatigue, migraines, headaches, nausea were added. Outcome of pelvic pain updated to recovered / resolved. Patient information, new reporter were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.